Manufacturer narrative:
Eval summary: the devices were not returned, therefore, their conditions are unk. Instrumentation used is unk. It is also not known whether the surgical technique was followed for implantation. No surgical notes were received. No x-rays were returned, therefore, the fit and orientation of the acetabular components is unk. Pt factors that may affect the performance of the components such as height, weight, activity level, type of activity, rehabilitation protocol and compliance thereof are unk. The implants were in vivo for approximately 1.5 years. Based on the above info, the dislocation may be due to one or a combination of the following factors: incorrect positioning of the shell upon implantation; soft tissue laxity; pt factors such as height, weight, activity level, type of activity, and compliance with rehabilitation protocol. However, no definitive cause analysis can be completed with certainty. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised due to dislocation and pain.